Event description:
It was reported that patient presented in clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular lead. The patient received inappropriate atp. Further egm review revealed noise. Lead revision is planned in the near future. Patient condition was fine.